Event description:
Device initially received for analysis with minimal info-"malfunctioned". Follow-up requests for info provided that the pt had been experiencing increased spasticity in legs. When refill of the pump was attempted the pump was found to be full. Baclofen had not been delivered intrathecally. The pump was determined to have "malfunctioned". The pump was replaced the pt is doing fine since the replacement.